Manufacturer narrative:
A site investigation was conducted on production records; a device malfunction was not identified during records review. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed.the root cause category is non-assignable (complaint not confirmed as a quality defect). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burn blister of about 4 cm diameter/the burn was described as "approximately 3-4 cm diameter burn blister, presumably grade 1 to 2a, blister burst, below development of second blister" [burns second degree] , . Case narrative:this is a spontaneous report from a pfizer sponsored program brand websites for devision consumer healthcare germany. A contactable pharmacist reported that a 70-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t38966, expiration date 31jul2020, from 04mar2019 to 04mar2019 at an unspecified frequency for back pain. Medical history included diabetes. The patient concomitant medications were not reported. The patient previously used thermacare heatwraps and never had problems. During administration of the second heat wrap from the affected package a burn blister of about 4 cm diameter occurred on 04mar2019. The heat wrap had been worn over a cotton undershirt. The burn blister formed while sitting on the sofa. The patient had known the heatwraps for a long time and never had problems with them before. The patient asked if there could be a production error. It was further reported that the patient was not pregnant. The event was a new event, had no problems during previous administrations. The burn was described as "approximately 3-4 cm diameter burn blister, presumably grade 1 to 2a, blister burst, below development of second blister". No surgical intervention was required. It was not expected that the patient will have long-term damage like scars. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on 04mar2019. The event outcome was unknown. The seriousness criteria was reported as important medical event. The causality between the thermacare heatwrap and the event was assessed as related. Upon follow-up received on 29mar2019, the pharmacist reported the event was reported to be classified as medically significant. Per the product quality group: a site investigation was conducted on production records; a device malfunction was not identified during records review. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. The root cause category is non-assignable (complaint not confirmed as a quality defect). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.follow-up (18mar2019): new information received from a contactable pharmacist includes patient data, medical history, device data (trade name, indication, start date, stop date, action taken), onset date of event, event details, seriousness assessment and causality assessment.follow-up (29mar2019): new information received from a contactable pharmacist includes: event seriousness criteria of medically significant.follow-up (03jun2019): new information received from the product quality group includes:investigation summary.follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burn blister of about 4 cm diameter/the burn was described as "approximately 3-4 cm diameter burn blister, presumably grade 1 to 2a, blister burst, below development of second blister" [burns second degree] , . Case narrative:this is a spontaneous report from a pfizer sponsored program brand websites for devision consumer healthcare germany. A contactable pharmacist reported that a 70-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t38966, expiration date 31jul2020, from (B)(6) 2019 to (B)(6) 2019 at an unspecified frequency for back pain. Medical history included diabetes. The patient concomitant medications were not reported. The patient previously used thermacare heatwraps and never had problems. During administration of the second heat wrap from the affected package a burn blister of about 4 cm diameter occurred on 04mar2019. The heat wrap had been worn over a cotton undershirt. The burn blister formed while sitting on the sofa. The patient had known the heatwraps for a long time and never had problems with them before. The patient asked if there could be a production error. It was further reported that the patient was not pregnant. The event was a new event, had no problems during previous administrations. The burn was described as "approximately 3-4 cm diameter burn blister, presumably grade 1 to 2a, blister burst, below development of second blister". No surgical intervention was required. It was not expected that the patient will have long-term damage like scars. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on 04mar2019. The event outcome was unknown. The seriousness criteria was reported as important medical event. The causality between the thermacare heatwrap and the event was assessed as related. Upon follow-up received on 29mar2019, the pharmacist reported the event was reported to be classified as medically significant. Follow-up (18mar2019): new information received from a contactable pharmacist includes patient data, medical history, device data (trade name, indication, start date, stop date, action taken), onset date of event, event details, seriousness assessment and causality assessment. Follow-up (29mar2019): new information received from a contactable pharmacist includes: event seriousness criteria of medically significant. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blister of about 4 cm diameter/the burn was described as "approximately 3-4 cm diameter burn blister, presumably grade 1 to 2a, blister burst, below development of second blister" [burns second degree] , . Case narrative:this is a spontaneous report from a pfizer sponsored program brand websites for devision consumer healthcare germany. A contactable pharmacist reported that a 70-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t38966, expiration date 31jul2020, from 04mar2019 to 04mar2019 at an unspecified frequency for back pain. Medical history included diabetes. The patient concomitant medications were not reported. The patient previously used thermacare heatwraps and never had problems. During administration of the second heat wrap from the affected package a burn blister of about 4 cm diameter occurred on (B)(6) 2019. The heat wrap had been worn over a cotton undershirt. The burn blister formed while sitting on the sofa. The patient had known the heatwraps for a long time and never had problems with them before. The patient asked if there could be a production error. It was further reported that the patient was not pregnant. The event was a new event, had no problems during previous administrations. The burn was described as "approximately 3-4 cm diameter burn blister, presumably grade 1 to 2a, blister burst, below development of second blister". No surgical intervention was required. It was not expected that the patient will have long-term damage like scars. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on 04mar2019. The event outcome was unknown. The seriousness criteria was reported as important medical event. The causality between the thermacare heatwrap and the event was assessed as related. Follow-up (18mar2019): new information received from a contactable pharmacist includes patient data, medical history, device data (trade name, indication, start date, stop date, action taken), onset date of event, event details, seriousness assessment and causality assessment. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Burn blister of about 4 cm diameter [burns second degree]. Case narrative: this is a spontaneous report from a pfizer sponsored program brand website for division consumer healthcare (B)(6). A contactable pharmacist reported that a (B)(6) female patient started to receive thermacare heatwrap (thermacare heatwrap), device lot number t38966, expiration date 31jul2020, from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient previously took thermacare heatwraps and never had problems. During administration of the second heat wrap from the affected package a burn blister of about 4 cm diameter occurred on an unspecified date. The heat wrap had been worn over a cotton undershirt. The burn blister formed while sitting on the sofa. The patient had known the heatwraps for a long time and never had problems with them before. The patient asked, could there be a production error? The action taken in response to the event for thermacare heatwrap and event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of " blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.